Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2011, abbott point of care (apoc) received a call from a customer who is an apoc employee temporarily working at (B)(4) doing distributor training and cut his finger opening an ampule with control fluid. Employee was wearing goggles and stated that the glass bounced off his forehead and cheeks. The only injury reported was one very clean 3mm cut on the right index finger. According to the employee the ampule appeared to be defective in shape and thickness. Different from many others he has opened in the past. Based on the information available there were no other injuries associated with this event.